Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varice banding performed on (B)(6), 2010. According to the complainant, during the procedure, they placed three bands however, the third band fell off. It was reported that there was no bleeding from the varix therefore the procedure was suspended. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (failure to maintain). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.